Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. Upon evaluation, the trunk cable connector was cracked. The cause of the inability to complete testing is the cracked connector. The root cause of the cracked connector is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a belt indicating that it could not complete testing.